Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligatures procedure performed on (B)(6) 2022. During the procedure, after opening the package and when the device was installed, it was found that the bands were damaged. The procedure was completed with another speedband superview super 7. It was noted that there was not any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligatures procedure performed on june 10, 2022. During the procedure, after opening the package and when the device was installed, it was found that the bands were damaged. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: medical device problem code a0203 captures the reportable event of bands damaged/defective. Block h10: the returned speedband superview super 7 (irrigation tube and handle assembly) was analyzed, and a visual evaluation noted no damages on the handle and the irrigation tube. There was evidence that the trip wire was not secured in the slot of the handle. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands damaged/defective was not confirmed. Upon analysis, the handle and irrigation tube did not present any damage. It was found that the trip wire was not secured in the handle; however, it was reported that the bands were found damaged after opening the packaging and there is no enough evidence to confirm that the device was used under this condition. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date; however, per the speedband superview super 7 multiple band ligator instructions for use, "rotate inventory so that products are used prior to the expiration date on package label."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligatures procedure performed on (B)(6) 2022. During the procedure, after opening the package and when the device was installed, it was found that the bands were damaged. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital . Block h6: medical device problem code a0203 captures the reportable event of bands damaged/defective. Block h10: the returned speedband superview super 7 (irrigation tube and handle assembly) was analyzed, and a visual evaluation noted no damages on the handle and the irrigation tube. There was evidence that the trip wire was not secured in the slot of the handle. The ligator head was not returned for analysis. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands damaged/defective was not confirmed. Upon analysis, the handle and irrigation tube did not present any damage, and the ligator head was not returned. It was found that the trip wire was not secured in the handle; however, it was reported that the bands were found damaged after opening the packaging and there is not enough evidence to confirm that the device was used under this condition. Therefore, the most probable root cause of this complaint is no problem detected. Block h2 (additional information): block d4 (lot number, expiration date), block h4 (device manufacture date), block h6 (device codes), and block h10 have been updated based on the additional information received on april 17, 2023.